Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07839. A lead migration was reported. Surgical intervention to replace the lead addressed the issue. No reported complications, effective therapy reported post-surgery. It is unknown which lead is associated with the issue therefore both are being reported.

Manufacturer narrative:
Conclusion: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07839.